Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed twenty-two other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the connector was not attached firmly and dislodged just with a gentle pull when the catheter was maintained. No other information was provided.